Event description:
Information received indicates the brake casters are both not holding properly.

Manufacturer narrative:
The technician found the casters were very worn down due to their age and some of the casters were rusted. The technician replaced the four casters to repair the bed.